Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max vaginal panel kit (ref. (B)(4) kit lot 4044543 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Customer complained about a discrepancy between pcr and culture when using the bd max vaginal panel kit lot 4044543. Review of the manufacturing records of bd max vaginal panel kit indicated that lot 4044543 was manufactured according to specifications and met performance requirements. Customer provided data base from bd max instrument ct1463 for investigation. When compared to the other kit lots used by the customer, the positivity/negativity and indeterminate error rates were comparable with those obtained with the kit lot 4044543. Since no information on the run involved nor the sample ID, was provided, no further analysis was possible. The retain material of bd max vaginal panel kit from lot 4044543 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel kit lot 4044543. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ vaginal panel, an unspecified number of patient results were discrepant from culture results. There was no report of patient impact.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ vaginal panel, an unspecified number of patient results were discrepant from culture results. There was no report of patient impact.